Event description:
Customer reports patient experiencing hypoglycemic symptoms was picked up by ambulance and tested with the advantage system using expired test strips on the ambulance. The reading from the advantage system with expired test strips was 89 mg/dl. Based upon the reading the ambulance crew did not treat the hypoglycemic symptoms and transported the patient to the hospital. Within 10 minutes of the reading noted above the patient was tested on an inform system at the hospital with a reading of 22 mg/dl. A lab draw a short time later was also reported as 22 mg/dl. Reporter was not able to advise what treatment the patient may have received after arrival at the hospital. A request was made for the return of the expired test strips and replacement was sent.

Manufacturer narrative:
The reporter stated that the patient was in her (B)(6) but he was not able to provide an exact age or date of birth. It was unknown if the initial reporter sent report to the FDA.